Manufacturer narrative:
The customer further reported that while demonstrating this device at the trade show, they were frequently rotating the compression module within the device frame to demonstrate its ability to rotate the user control panel and face either side of the patient. This excessive use caused excessive wear of the ribs on the impact sleeve on the compression module. This wear prevented the compression module from locking into the frame.

Event description:
The distributor reported that their acc compression unit will not lock into frame. "This issue is causing plastic to shave off of piston column onto the bottom of the frame".the device in question is a demonstration unit that is only used at trade shows.the reported event did not occur during patient use.